Manufacturer narrative:
Section d1: brand name: the model of the handpiece is unknown, johnson and johnson (jnj) asked for details, but the customer could not provide them. Since the surgeon may have used any one of our jnj's handpieces the this event was reported to the FDA in abundance of caution. Section d2a: commo device name: unknown/ not provided. Section d4: model number: unknown/ not provided. Section d4: catalog number: unknown/ not provided. Section d4: lot number: unknown/ not provided. Section d4: expiration date: unknown, as the lot number was not provided. Section d4: UDI number: a partial UDI was provided as the lot is not available. Section d6a: not applicable, as the lens was inserted and removed in the same procedure. Section d6b: not applicable, as the lens was inserted and removed in the same procedure. Section g4: PMA/510k number: unknown due to the model or lot number were not provided. Johnson and johnson (jnj) asked for details, but the customer could not provide them. Since the surgeon may have used any one of our jnj's handpieces the this event was reported to the FDA in abundance of caution. Section h3:the device was not returned for evaluation and the lot number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during insertion into the eye, the non-preloaded monofocal intraocular lens (iol), model ar40e, was damaged by the plunger. The lens was difficult to cut out and remove from the eye; however, it was successfully explanted using 19g mst packer chang iol cutters and replaced with an alcon three-piece lens. Patient contact occurred. No additional information was provided.